Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 31mm mitral annuloplasty band was implanted and explanted during the same procedure for unknown reasons. A non-medtronic 33mm bioprosthetic valve was ultimately implanted. No additional adverse patient effects were reported.